Event description:
It was reported the patient did not maintain her ipg as recommended. It was also reported the patient had fallen. In turn, the charging system and programmer were unable to communicate with the ipg due to it being inoperable. Troubleshooting attempts by an sjm representative did not provide resolution. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.